Event description:
It was reported that during implant, the venogram balloon passively deflated with the stopcock in closed position. A different balloon catheter was used. It was also noted that two different guidewires became stuck in the left ventricular (lv) lead. Each was eventually able to be manipulated out of the lead. Traction on the last guidewire caused the lead insulation to visibly "pucker" along the body of the lead. The lead did remain in position and tested within normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).